Event description:
Patient was implanted 2001. Patient developed positive blood cultures in 11/01. Infection algoritham was implemented and infection did not subside. A cannula exchange was performed followed by explant.